Event description:
Impact 754 ventilator was being used on a patient when the technician reported that the device displayed a "vent. Failure" error message and stopped working. The patient was manually ventilated and the end user reported that there was no resulting serious injury to the patient. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because intervention using back-up ventilation equipment became necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and no failures could be found. The device was run overnight in a simulated condition (burn-in) and retested however, no failures could be found. Product functioned within specification.